Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, unable to confirm adhesive anomaly due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced sensor reading discrepancies and issues with the sensors not sticking. Customer stated that for the past 6 or 7 weeks he had only 1 out of 8 sensors last more than two days. The customer stated that the last sensor he was wearing was reading 40 mg/dl, he suspended the insulin pump and blood glucose was 235 mg/dl within an hour but the sensor stayed at 40 mg/dl. This sensor was inserted on (B)(6) and fell off on (B)(6). The customer used overtape but could see the cannula coming out of his skin. The customer was advised the sensors would be replaced and agreed to return the product for analysis.